Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the plastic cover and the screw subject of the reported event had been discarded prior to the technician's arrival. Based on the technician's inspection of where the cover had detached, the reported event is indicative of user facility personnel bumping the lighting system into other pieces of equipment. The harmony dual led 585 surgical lighting system operator manual states, "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." To resolve the issue, the technician replaced the cover, tested the unit, confirmed it to be operating according to specifications, and returned it to service. Steris offered in-service training on the proper use and operation of the harmony dual led 585 surgical lighting system; however, the user facility declined. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, the plastic cover to their harmony dual led 585 surgical lighting system detached and fell into the sterile field. The sterile field was re-established and the procedure was completed successfully. No report of injury.